Event description:
It was reported that a malfunction alarm occurred. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3: is reflective of the time zone of the country of the event.